Manufacturer narrative:
Technician replaced the brake casters to resolve the issue.

Event description:
The account alleged that the brake casters would not hold and were unable to be adjusted. No pt impact.